Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient reported the cgm readings remained low even after eating food. The event happened the day the sensor was inserted in the arm. She was reportedly unable/unwilling to provide answers to other questions. The patient refused to answer any other questions. The patient was reportedly hospitalized as a result, despite the report stating she had no symptoms. During the report a week later, she was recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.